Event description:
It was reported that the image brightness on the 9800 system keeps changing. It was noted that this issue has been intermittent.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.